Event description:
It was reported that during a remote follow up, high pacing impedance was noted on the left ventricular lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating that after the device was reprogrammed, high pacing impedance was again noted on the left ventricular (lv) lead during a remote follow up. The lv lead was explanted to resolve the event. The patient was in stable condition.